Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to infection. It was also mentioned that this pacemaker exhibited noise. A noise that may or may not be due to unipolar. There was an attempt to obtain additional pertinent information from the field representative but was unsuccessful. This pacemaker was explanted. There were no additional adverse effects reported.